Event description:
The hcp reported that while placing the bravo ph monitor the capsule would not deploy from the delivery system. Upon removal of the delivery system. Upon removal of the delivery system the capsule was still attached. No serious injury to the patient was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.